Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported motor error alarm. The customer's blood glucose was 300 mg/dl. Troubleshooting did not find any significant events leading to the alarm. Customer is advised to disconnect from her insulin pump and revert to her back-up plan. No additional information is provided.